Event description:
Pt had juvederm voluma and vollure injected and about 1 month later started developing large painful hard nodules all over the face in places of injection. Event abated after use stopped or dose reduced? No. Diagnosis for use: facial vollume loss.